Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 30 occurred during basal delivery with a cartridge. Customer¿s blood glucose was 174 mg/dl. Reportedly, a new cartridge was filled and loaded successfully.